Event description:
Procedure type: full length leg incision for CABG. According to the reporter: the original procedure was performed in 2008. The pt had to have a re-operation on four days later because of wound dehiscence between the groin and the knee. The suture appeared to be disintegrated. The wound was re-sutured during the re-operation. The pt remained in the hospital for three extra days to recover.